Manufacturer narrative:
Pump monitored in 50c oven for several days and no a17 alarm noted. Pump passed the a21 error test. No a21 alarm noted. However, a47 alarm found in the alarm history file due to corrupted history file. Pump received with intermittent button response due to corroded keypad traces. Also received with cracked case at the display window corner,cracked reservoir tube lip, scratched lcd window, missing end capsticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.